Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl. Customer was uncertain of the cause of low bg but suspected that basal rate needed to be adjusted. Customer ate candy and drank juice to address bg level and consulted with health care provider on basal rate adjustments.